Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5092891/5113275.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it was taking longer to be charged. It was also noted that the patients lead had high impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure. The explanted devices will not be returned.